Event description:
Patient (pt) representative reported recharger would not power on when plugged into the desktop charger (dtc). Pt rep said the recharger antenna was also very frayed. Patient wasn't able to charge implant (which they do twice a week) and implant battery was getting low. Rep said that pt has parkinson's disease so along with some hand tremors, the pt had a type of ocd "tic" where they would constantly move the recharging cords around, especially the recharger antenna, which lead to the recharging cords wearing down. Rep said they saw no physical damage to the dtc. The rep stated that the patient's implantable neurostimulator (ins) is at 25% and they may lose therapy before replacement equipment can be sent to them. Rep said that if the ins turns off, the patient won't be able to move and they will have a return of symptoms. Patient services (pss) redirected the rep to the healthcare provider if they feel like the patient is in danger of losing therapy. Pss sent a replacement email to repair to replace the dtc and the recharger antenna.

Manufacturer narrative:
Continuation of d10: product ID 37761 lot# serial# (B)(6) implanted: explanted: product type recharger product ID 37791 lot# serial# unknown implanted: explanted: product type recharger product ID 37751 lot# serial# (B)(6) implanted: explanted: product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 37751, serial/lot #: (B)(6), ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.